Manufacturer narrative:
Submit date: 05/27/2016. A device history record was not reviewed since lot number was not provided by customer. Since no sample was received for evaluation, the reported condition could not be confirmed and a root cause could not be determined. No corrective actions will apply since the issue was not confirmed as manufacturing related. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 03/08/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a pump set. The customer states the set is disconnecting from the entry port at the christmas tree junction; they do understand how to properly attach the connector.